Manufacturer narrative:
(B)(4).

Event description:
Information was received from an unknown drug via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient reported they have had 2 pumps put in them because the first one quit. The pump was "messed up". When the patient first started experiencing the issues with their pump, the medications in the pump at the time of the event, troubleshooting related to the issues with the pump and what were the circumstances that led to the issues with the pump not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information was received from a consumer. The patient first started experiencing the issues with their first pump in 2015. The pump was used to infuse bupivacaine, fentanyl, and baclofen. It was unknown what troubleshooting was performed. It was indicated that a change to device programming led the issues with their first pump. No additional information was provided.